Manufacturer narrative:
The reported observation of high impedance was confirmed. Microscopic inspection identified a kink in the lead body where all the internal wires were broken and separated. As the high impedance was observed prior to the revision, the cause of the broken wires is consistent with the lead being subjected to an overstress condition or sudden event while in vivo.

Manufacturer narrative:
Further information was requested but not received. Device information is unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective stimulation, and reprogramming attempts were unsuccessful. Diagnostics revealed high impedances on the lead. To address the issue, the physician explanted and replaced the lead, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.